Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. As a precaution, physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer (biomed) reported that their device had its service indicator illuminated, logged several event codes and would not boot up properly. There was no patient use associated with the reported failure.